Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones. Currently, this device is programmed as an off-label bi-ventricular device. A guidant technical services (ts) consultant discussed possibilities for the noise, including environmental or magnet tones. The local sales representative will investigate. No patient symptoms have been reported.